Manufacturer narrative:
H6 - preliminary analysis found no output or telemetry. When the device was opened and measurements taken, the device began working. The device was monitored for 21 days and the failure mode could not be reproduced.

Event description:
Information received regarding the device notes that the patient was in the emergency room and the device "was not working". The patient was in intrinsic rhythm with a rate in the 40's and no evidence of pacer output. Telemetry could not be established to interrogate the device. Sub- sequently, the device was replaced.